Event description:
It was reported that one of the patients spinal cord stimulation (scs) leads came out of the wound and the skin was red. The physician assessed that the patient had an infection. The physician felt that the infection was not device related, rather it may be due to the patient being on holiday sunbathing. The patient underwent a procedure in which the entire system was explanted. The explanted leads will not be returned as the physician wanted to keep them. A culture was taken of the leads, however the results are not available. The patient was doing fine postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7072005. Brand name: wavewriter alpha 16, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 545363.